Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, while the patient was still in the hospital, the patient expired due to a suspected cardiac tamponade. During the implant procedure, there was difficulty inserting the lead into the cephalic vein. Electrical parameters were stable and in range following the procedure. There was no evidence of a cardiac perforation and there were no alleged malfunctions against any abbott products.